Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked batteries were found to be fully charged, and don't need to be replaced until 10-2024. Equipment passed all functional testing. The unit was returned to clinical service.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during testing, the cardiosave intra-aortic balloon pump (iabp) had a failed battery - self test. No patient involvement.